Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint and the reported sensor serial number was deemed invalid during extended investigation. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Dhrs (device history review) for the fs libre reader was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 230 mg/dl, 64 mg/dl, and 280 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. It is unknown if the customer observed a trend arrow. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained strips. Visually inspected the reader and no issues were observed. Control solution testing has been performed and all results were within range specification. Sensor (B)(6) has been returned and investigated. Visually inspected the sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 which are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); no issues were observed. The returned battery has been measured and results were within specification range. Performed a source measure unit (smu) to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were performed and both were within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the products did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted. Section d4 primary UDI number: added the UDI information section d4 updated the sn# for the sensor from (B)(6). Section d4 (device expiry date) & h4 (device mfg date) were updated based the returned product download.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 230 mg/dl, 64 mg/dl, and 280 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. It is unknown if the customer observed a trend arrow. There was no report of death, serious injury, or mistreatment associated with this event.